Event description:
Power loss resulting in delayed delivery reported. The pump was programmed to infuse tpn as follows: reserve volume 820ml, 770ml to infuse, 20 hr infusion (38ml/hr), one hr taper down. The pts father reported a loose ac plug connection. It was noted that "the jack connection of the ac adapter to the pump could wiggle out enough to lose ac power but not cause a power loss alarm." It was not known how long the power loss occurred before it was discovered. The amount of time delay was not reported. There were no adverse effects to the pt. No medical intervention was required. The adapter was reconnected to finish the tpn solution after discovery. The pump and adapter were switched out before the next scheduled infusion.

Manufacturer narrative:
The device was received for testing. The a/c adapter was not returned for testing. The pump powered up normally with both an a/c adapter and a battery pack. The connecting port was secure without movement. An infusion test, 100ml/h ran for one hour within specifications.